Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing or maintenance, the powered handle exhibited a power error, indicated by a red circle with a line through it and a yellow warning symbol above. Troubleshooting steps included attempting a hard reset and moving the handle to different charging bays, but these efforts did not resolve the problem. There was no patient involved. Medtronic's initial evaluation of the incident device found that the handle was running v29.7 software at the time of the fpga rese t/reprogram failures.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities were noted during functional testing. The handle had 171 of 300 procedures remaining. An analysis of the data saved to the system indicated that the handle internal clock was inaccurate. Additionally, there was evidence of field programmable gate array (fpga) reset/reprogram failures. According to the system data, the handle was running v29.7 software at the time of the fpga reset/reprogram failures. It was reported that a red circle with a line through it and a yellow warning symbol above the reported issue was confirmed the most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handle was running v29.7 software at the time of the fpga reset/reprogram failures. It was reported that the powered handle exhibited a power error. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of inaccurate internal clock that has no relationship to the reported condition. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.